Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate an abnormal position of the guidewire was observed which perforated the ventricle and went into the pericardium. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device is not returning.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, it was decided to perform pre-dilation due to vessel tortuosity. Before inserting the pre-dilation balloon, the esheath was inserted and a strong resistance was felt in the iliac segment. The esheath was retrieved. Upon removal, it was noted that the tip of the esheath was damaged. Another esheath was prepared and was advanced until the abdominal segment. The esheath was inserted until the beginning of the non-expandable part. The guidewire was replaced by a stiffer guidewire to help with the insertion of the delivery system. The delivery system was advanced using the flex wheel until the ascending aorta with push force. An abnormal position of the guidewire was observed which perforated the ventricle and went into the pericardium. The patient's vitals dropped before crossing the native valve and a massage was performed. A pericardial effusion was confirmed using echo and a pericardial drain was placed. 400ml were drained. The effusion did not stop and surgery was performed, however the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 type of investigation, investigation conclusions and investigation findings. Added new information to h.6 device code. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: aortic calcification present, including arch, presence of tortuosity in the aorta, and tracking of delivery system and crimped valve through guidewire till ascending aorta. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The complaint for was unable to be confirmed as relevant procedural images were not provided for evaluation. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''there were difficulties to advance it through the vasculature due to tortuosity and the flex wheel was used to advance the system until the ascending aorta''. Tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome when tracking through patient anatomy. Also, calcification was observed in the patient aortic vessel. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes during advancement of the delivery system leading to tracking difficulties. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.